Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was no patient involvement.

Event description:
This report summarizes 0 malfunction event, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced bed exit was not functioning/set - (user aware), which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 1 to 0.